Event description:
Reported per clinical trial (B)(6): on (B)(6) 2016 - subject patient underwent a primary open midline epigastric hernia repair procedure during which a bard/davol ventrio hernia patch was implanted using suture. Full skin closure was achieved with suture using interrupted stitch technique and staples. On (B)(6) 2017 - the patient was diagnosed with recurrent midline epigastric hernia at the right inferior lateral margins of abdomen. No action taken. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as not recovered/not resolved.

Manufacturer narrative:
As reported, about 11 months post-implant of the bard/davol ventrio mesh, the patient was diagnosed with hernia recurrence. As reported, the ae has not resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and possibly related to the index procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september 2015. Not returned - remains implanted.